Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer's insulin pump was broken. The customer stated something appeared to be loose inside the insulin pump. It was found the insulin pump rattles when it was shaken. Customer's blood glucose was unknown. The customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump was received with no rattling noted while shaking pump and no loose parts noted inside pump. However, the insulin pump has battery tube threads cracked, broken reservoir tube lip, minor scratched lcd window and missing the end cap sticker.